Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: the lot was manufactured between february 19, 2020 to february 20, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed and leakage from the spike port weld in back of the bag was identified. Magnified inspection verified a small tear at the spike port weld in back of the bag where the leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the intubation line. This issue was detected at the dispensing room before treatment. There was no patient involvement. No additional information is available.